Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported receiving a "replace sensor" message while wearing the adc freestyle libre sensor. The customer further reported he experienced symptoms described as ¿seizure and a loss of consciousness¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and received unspecified treatment due to the reported issue. The customer reported he was unconscious during hcp treatment therefore, he cannot remember what treatment was administered. There was no report of death or permanent impairment associated with this event.